Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the tip of the catheter fractured. The viewflex xtra ice catheter was advanced into the heart and the physician noted the images from the catheter were poor. The catheter was removed and a tear on the tip was noted. The procedure was successfully completed with another view flex catheter with no adverse consequences to the pt.